Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a recent implant procedure, this right ventricular (rv) lead revealed high pacing impedances greater than 3,000 ohms when tested with a competitor pacing system analyzer (psa). The lead was attempted to be repositioned; however measurements remains high. The lead was removed and a new lead was implanted. The lead will be returned for analysis. No adverse patient effects were reported.